Event description:
It was reported that the procedure was to treat a lesion located in the mid left anterior descending coronary artery that was both heavily calcified and tortuous and 90% stenosed. After lesion pre-dilatation, the 2.5x23mm xience skypoint balloon expandable stent system (bess) was advanced, but failed to reach the lesion. Resistance was noted during removal of the bess. There was no reported adverse patient effect and no clinically significant delay in the procedure. A non-abbott stent was implanted to complete the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.